Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
From the total of 424 reported cases 420 were not investigated following internal procedures that no investigation is required for previously investigated events and in 4 for cases the customer requested an investigation to be conducted. Of the 420 not investigated cases: 414 cases were not investigated following procedure 6 open investigations (investigation requested by account), pending product return. Of the 4 cases that were investigated cases: 1 device was received with missing parts (syringe was not received) and suction testing could not be completed. 3 devices were tested and no failure was detected. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 424 </noe> malfunction events. The events were related to suction loss while the intralase laser was firing when using the patient interface. The sterile disposable intralase patient interface uses a pre-sterilized suction ring assemblies and pre-sterilized applanation lens to flatten the cornea during the laser procedure to perform a lamellar resection of the cornea. Of the 424 reported events 415 were completed successfully, 4 were not completed successfully and 5 did not provide information regarding the procedure completion. Of the 415 event that were completed successfully: 154 cases had a new patient interface used to complete the procedure. 25 cases had the same patient interface used. 236 cases the information was not provided. There were no medical events reported.

Manufacturer narrative:
Correction: the following info was inadvertently not included in the initial report. Lot numbers of suspect products: 60035754 quantity 3, 60057744 quantity 2, 60078146 quantity 4, 60078150 quantity 2, 60087384 quantity 4, 60087385 quantity 1, 60091673 quantity 4, 60091676 quantity 3, 60095781 quantity 9, 60097285 quantity 2, 60099531 quantity 1, 60099532 quantity 1, 60101839 quantity 1, 60103061 quantity 2, 60103066 quantity 1, 60104543 quantity 1, 60104559 quantity 1, 60104737 quantity 1, 60106522 quantity 5, 60106523 quantity 2, 60108604 quantity 1, 60109500 quantity 2, 60110298 quantity 3, 60110303 quantity 4, 60110832 quantity 2, 60110837 quantity 3, 60112426 quantity 8, 60112427 quantity 5, 60113661 quantity 2, 60113663 quantity 11, 60113868 quantity 1, 60113879 quantity 1, 60114804 quantity 4, 60116965 quantity 6, 60116966 quantity 5, 60116967 quantity 12, 60117907 quantity 11, 60117919 quantity 2, 60118515 quantity 2, 60118517 quantity 5, 60118518 quantity 13, 60119944 quantity 6, 60119945 quantity 19, 60121129 quantity 1, 60121130 quantity 16, 60122790 quantity 9, 60122792 quantity 6, 60123969 quantity 1, 60136318 quantity 8, 60137580 quantity 6, 60137581 quantity 11, 60137582 quantity 13, 60139745 quantity 7, 60139746 quantity 2, 60141169 quantity 13, 60142306 quantity 20, 60142307 quantity 9, 60145063 quantity 19, 60146510 quantity 4, 60146511 quantity 23, 60147666 quantity 9, 60149057 quantity 5, 60149058 quantity 9, 60149059 quantity 1, cb22092 quantity 1, cb36659 quantity 2, cb40376 quantity 1, cb41998 quantity 1, cb42935 quantity 1, cc04152 quantity 5, cc10747 quantity 2, cc11387 quantity 1, cc12493 quantity 1, unknown quantity 39. Manufacturing site address was no included in initial report. Additional manufacturing site address for these lot numbers (cb22092, cb36659, cb40376, cb41998, cb42935, cc04152, cc10747, cc11387, cc12493) is as follows: address 1: road 402 north, km 4.2. Site city: anasco. Site state: pr. Site country: us. Zip code: 00610. Additional information: the six products returned were tested and all passed suction test. All devices met manufacturing specifications at the time of product release. The reported event of suction loss could not be confirmed. For one of the returned devices an issue unrelated to the reported complaint was identified, further investigation is being conducted and corrective actions will be implemented, if required. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.